Event description:
Technical services received a call on (B)(6) 2011. Caller stated that this lead is part of a planned explant due to a patient infection. No other information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).